Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and button error. The customer stated that he may have gotten sweat on the insulin pump. The customer's blood glucose was 127 mg/dl. He was unable to check the alarm history due to the button error alarm. He stated that the unexpected restart alarm recurred during normal device use. He also reported that the insulin pump had an unresponsive keypad. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump passed the unexpected restart error test. No alarm noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot.